Manufacturer narrative:
For the one pending event, the investigation for one event did not identify a product problem. The cause of the event could not be determined. The field service engineer (fse) found the sample probe was misadjusted. The fse adjusted the sample probe.the customer ran qc that was acceptable. The fse ran a precision that was acceptable.

Manufacturer narrative:
Serial no continued: (B)(4). The investigations found for one of the events that procell and cleancell filters were loose and the aspiration was not in specifications which can lead to incorrect results. The investigations found for one of the events a probe and wash station drain were clogged. Liquid spilled over onto a mixer. The investigations found for one of the events the partially clogged sample probe identified by the fse was the root cause of the event. The investigations found for one of the events the issue was resolved by the service actions. For four of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The investigations found for one of the events that the root cause was due to a kink in the tubing of the sample syringe which was possibly causing flow restriction. The investigations found for one of the events the leaking pinch tube identified by the fse was the root cause of the event. The investigations found for one of the events the field engineering specialist (fes) service activities resolved the issue. There have been no further issues following the service visit. The investigations found for one of the events the waste tube of the pre-wash unit was blocked. For one of the events, the investigation is ongoing the follow up/corrective actions for one of the events was the procell and cleancell bottles were changed and a performance test was run. The procell and cleancell bottles were changed and a performance test was run. The follow up/corrective actions for one of the events was the clogs were cleared and the mixer was cleaned. Calibration and controls were run and the customer was satisfied with the results. Precision studies were performed and recovered within guidelines. The follow up/corrective actions for one of the events was the field service engineer found a partially clogged sample probe. The fse cleaned the sample probe and made a small adjustment to the liquid level detection voltage. Precision and qc results were acceptable. The follow up/corrective actions for one of the events was the field service representative found the pinch valve tubing was damaged and leaking. He replaced all pinch valve tubing, replaced the sample probe, and checked the probe voltage. For one of the events, the field service representative could not determine a cause. The follow up/corrective actions for one of the events was a field service engineer repaired the damaged tubing. The follow up/corrective actions for one of the events was the field service engineer (fse) ran a performance check that was acceptable. The follow up/corrective actions for one of the events was the field service engineer found a leak in the pinch tubing. The pinch tubing was replaced, a reagent prime was performed and pipetting accuracy was checked with no abnormalities. The fse ran qc and patient samples and the instrument was operating within specification. The follow up/corrective actions for one of the events was the fes found the incubator disk was out of alignment, it was for an unknown reason elevated. He fixed the issue and performed successful performance testing. For one of the events, the service engineer could not determine a root cause. The engineer verified proper alignment of internal and external rinse of sample, reagent, extra wash system, sipper probes and bead mixer. Performance testing and instrument checks were acceptable. The follow up/corrective actions for one of the events was the pinch tubing was changed. Performance testing was run and failed. Cleaning maintenance was performed, the mechanisms were checked, the photomultiplier tube high voltage was adjusted, and a blank cell calibration was performed. Performance testing was repeated and passed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events. Questionable non-reproducible results were generated by a cobas 8000 e 602 module. For one of the events, there were multiple patients involved for elecsys ft4 assay and elecsys vitamin b12 immunoassay. The other events involved a total of 230 patients with the following: 2 elecsys ft4 ii assay; 5 elecsys ferritin; 2 estradiol g3; 130 elecsys hcg + beta test system; 41 elecsys ft4 iii; 6 elecsys probnp ii immunoassay; 27 elecsys ft3 iii; 17 elecsys tsh assay. The provided patients' ages ranged from 14 to 89 years. There were 118 females and 2 males.